Event description:
Customer states that insulin pump isn't providing insulin. The insulin pump was dropped and now the drive support cap is loose. Customer states she is waking up every night with an a33 alarm, and her blood glucose is high (171 mg/dl). The pump has been returned. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the display window, battery tube threads, reservoir tube lip, reservoir tube and a scratched lcd window noted.